Event description:
The reporter stated that the device result was 17mg/dl on a patient. A lab was also performed and the lab results was <20mg/dl. The device was replaced and requested to be returned for evaluation.